Manufacturer narrative:
Device evaluation: the actual device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no ncr's or rework related to the reported complaint and each lot met release criteria. Product labeling, material, and process controls were within specification. Clinical investigation: medical records reveal the patient had "multiple episodes of peritonitis over the past few months." Patient had staph peritonitis in (B)(6) 2015 that was treated with vancomycin. The causes of these episodes of peritonitis are not revealed in the medical record. Patient also had peritoneal dialysis cultures on (B)(6) 2015 with elevated wbc's but no growth. Patient's peritoneal dialysis fluid cultures from (B)(6) 2015 were negative. Patient's urinalysis on (B)(6) 2015 was suggestive of a urinary tract infection. Medical records confirm pneumoperitoneum. There are numerous causes for pneumoperitoneum and medical records do not reveal a cause for this event. There is no documentation in the medical record that indicates a causal relationship between the patient's liberty cycler and the patient's pneumoperitoneum. There is no documentation in the medical record that indicates a causal relationship between the patient's liberty cycler set and the patient's pneumoperitoneum.

Event description:
The following is from the patient's medical records provided by the treatment facility: medical records reveal that the patient was hospitalized on (B)(6) 2015 with abdominal pain. Due to the patient's negative peritoneal dialysis cultures during this time, the physician felt that the patient's pain was from pneumoperitoneum. CT of the abdomen on (B)(6) 2015 confirm pneumoperitoneum. Patient did have leukocytosis and it was thought to be a urinary tract infection. According to the peritoneal dialysis registered nurse, (pdrn), the patient was hospitalized for the complaint of back and shoulder pain. The pdrn stated that the emergency room physician believed the symptoms to be related to air being introduced into the abdomen. Medical records do not reveal a cause for the air in the abdomen. The pdrn stated that the patient is on tidal therapy (constantly has fluid in the abdomen) and it is highly unlikely enough air could be introduced to cause a problem. The pdrn stated there are no allegations of a device or produce malfunction. According to the pdrn, the patient has been instructed to complete treatments manually but will not comply. The pdrn states that the patient has been given the opportunity to change modalities to hemodialysis but has refused. Medical records do not contain dialysis progress notes or treatment sheets for review.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the clinical investigation and device manufacturer's evaluation.

Event description:
A peritoneal dialysis patient's nurse called technical support stating that the patient was admitted to the hospital for abdominal pain. The following is from the medical records provided by the patient's treatment facility. The patient presented to the emergency room with spontaneous peritonitis and moderate right upper quadrant abdominal pain that radiates up to her chest after dialysis treatment the previous night. The pain worsened in the morning and she also had nausea. The peritonitis was probably caused by a cassette leak and was treated with vancomycin and gentamycin.